Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how long was the procedure prolonged? 45min. Was there any patient consequence or change in the post-operative care of the patient? > not yet. What color cartridge was being used? Green. What other color cartridges were used before and after this event? > black. Black. None after. Stapler switched. Was buttressing material utilized? If so, which product? > yes. Gore seamguard. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing or opening)? No. What was the patient s bmi and gender? (B)(6), female.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the third firing only one of the three staple lines formed on the sleeve side. The surgeon had to over sew it. All other firings seemed normal. The tissue sounded thick but no problem was obvious till the stapler was done firing. No anatomical anomalies. It's too soon to tell if there are negative outcomes. The case lasted longer due to over sewing. Gore seam guard used on firing. The patient's swallow test the next day was fine, but the surgeon noted the sleeve was a little tighter where he had to over sew. There were no patient consequences. Case completed with another device of the same product code.